Event description:
The customer stated that the battery cap broke off and he is unable to change the battery. The reported blood glucose reading was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. The insulin pump also had a broken off battery cap.